Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: customer problem: customer complaints (B)(4) had condensation in tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (condensation) with the incident lot was not observed. The white dots in the tubes is silica coating which assist with reducing red cell adherence to the tube walls and accelerates clotting. However, the indicated failure mode of additive abnormality was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter or additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter but bd can confirm the defect of additive abnormality. Bd was not able to identify a root cause for the indicated failure mode".

Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: customer problem: customer complaints (B)(4) had condensation in tube.